Manufacturer narrative:
According to the practitioner the two implants didn't take and failed to integrate. The two implants have been placed in 41 and 42 position on (B)(6) 2016. Two days later after the implantation, the practitioner has found that the implants failed to integrate.

Event description:
Two implants fails to osteointegrate.